Event description:
It was reported that during a procedure using a cutting bur, the cutter broke off inside the patient. The surgeon removed the broken part and the patient was reported to be unaffected and the procedure was completed successfully.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual exam of the returned device revealed the distal tip of the inner shaft was broken and detached. The cutting edge teeth on the distal tip of the inner shaft were bent and damaged. Galling was also observed on the inside of the distal tip of the outer shaft. Based on the damage on the distal tip, and the galling inside the distal tip of the outer shaft, the most likely potential root causes for the reported issue were determined to be: the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade; and/or excessive lateral forces exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 0001056128-2014-00004 where the tip broke off inside the patient and the procedure went from arthroscopic to open in order to remove the tip even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.